Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for three patient samples tested with roche diagnostics cobas elecsys anti-tpo on a cobas 8000 e 801 module. Of the three samples, only one patient sample had a discrepant result. The erroneous result was not reported outside of the laboratory. The sample initially resulted with an anti-tpo value of 61.2 iu/ml, which repeated as 39.6 iu/ml. No adverse events were alleged to have occurred with the patient. The anti-tpo reagent lot number was 34260801, with an expiration date of 31-may-2019. The customer ran precision studies and found the coefficient of variation to be high. A general control imprecision was also observed. A system reagent syringe was found to have severe turbidity. There were visible particles within the syringe and tubing above the syringe.

Manufacturer narrative:
The service engineer decontaminated the instrument, which resolved the issue.